Event description:
Boston scientific received info that this atrial lead might be dislodged as there were changes in p-wave amplitude and threshold measurements. Info suggests this lead remains in-service. Boston scientific did not make the event date available.